Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that when an offset stem was opened for use, the screw was missing. Another screw was available for completion of the procedure.